Event description:
It was reported that during a total vaginal hysterectomy procedure, the stapler malfunctioned. On the second firing on the right side of the uterus, stapler only fired on the first fire of the firing handle. It disengaged and would not allow the second or third firing sequences. The stapler was reloaded and with the same result. The case was finished with clamps and sutures with no patient consequence.

Manufacturer narrative:
(B)(4). Eval summary - the analysis results found that one device was returned in good visual condition and with a partially fired cartridge present. The device was tested for functionality and the device fired was noted to be non-conforming, as the firing trigger some times would not engaged the firing mechanism. Although the firing mechanism was found damaged the device cut and formed all the staples as intended. In addition the returned device was disassembled to verify the condition of the internal components and the pin pawl was noted to be not properly flared, causing the firing mechanism not to properly operate. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specs prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The mfg records were reviewed and no anomalies were found during the mfg process.